Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with dyspnea. Echo performed at the hospital revealed full lv, aortic valve opening during every beat. Lv diameter baseline changed from 6-7 cm to 10 cm. Pump inflow was noted to be in good placement. Flow was reported as pulsatile with strange flow characteristics and unk details. Blood pressure readings have been reportedly running around 70 mmhg. Additionally, the pt's urine was reported as being discolored with ldh levels elevated to 1200. The pt's international normalized ratio (inr) levels ranged between 2.3-2.5 with acetylsalicylic acid (asa) therapy. The pt has a post medical history of deep venous thrombosis (dvt), pulmonary embolism (pe), and elevated homocysteine levels. It was noted that the pt had an elevated platelet count of 500,00 immediately post-op and was reportedly treated with persantine and then treatment was stopped. It was also noted that rv reported as fair in function a nd pt was also on millinrone pre-operatively. The pt has no known history of atrial fibrillation. The vad coordinator denied pt having an infection or other propensities to thrombus.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and pt outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.